Event description:
The customer received questionable thyroid results for one patient sample from the analytical e module analyzer serial number (B)(4) compared to the results from a dimension vista t1500 analyzer. Of the data provided, only the results for free thyroxine (ft4) and free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the free thyroxine (ft4) assay. Information concerning which results were reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the assay antibody/ idiotype was identified. Product labeling documents this interference. A specific root cause could not be determined for the difference in the ft3 results obtained at the customer site and during investigation. This could possibly be related to a sample handling and/or a reagent handling issue at either at customer site or the investigation site.